Event description:
It was reported that during the implant procedure the lead exhibited under sensing at multiple sites. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.